Event description:
The reporter stated that, while monitoring a pt, the device operator rec'd a minor shock to her finger when the delay button for the chart recorder was depressed. There were no adverse effects to the pt as a result of the reported event.